Event description:
It was reported that during a surgical graft implantation procedure, the graft allegedly fell apart while trying to insert into the body. It was further reported that rings on the outside of the graft started uncoiling off the graft, therefore the middle piece of the graft was easily able to collapse. The procedure was complete using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d2b (dyf;dsy), d4 (expiry date: 10/2028). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one distaflo graft received for evaluation. Upon visual evaluation, the sample was noted to have residue throughout. The graft measured approximately 50.7cm from end to end. The graft was cut in end one. Beading detachment was noted from 29.4cm until 33.5cm. Indentations were noted throughout the detached portion of the graft. Beading marks were noted throughout the center of the graft. No functional evaluation was performed due to the nature of the event. Therefore, the investigation is confirmed for the reported beading peeled issue as beading detachment was noted on the graft. A definitive root cause for the reported beading peeled issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d2b (dyf, dsy), d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical graft implantation procedure, the graft allegedly fell apart while trying to insert into the body. It was further reported that rings on the outside of the graft started uncoiling off the graft, therefore the middle piece of the graft was easily able to collapse. The procedure was complete using another device. There was no reported patient injury.

Event description:
On (B)(6) 2024, a patient underwent a surgical graft implantation procedure using eptfe. It was reported that during a procedure, the graft allegedly fell apart while trying to insert into the body. It was further reported that rings on the outside of the graft started uncoiling off the graft, therefore the middle piece of the graft was easily able to collapse. The procedure was complete using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one distaflo graft received for evaluation. Upon visual evaluation, the sample was noted to have residue throughout. The graft measured approximately 50.7cm from end to end. The graft was cut in end one. Beading detachment was noted from 29.4cm until 33.5cm. Indentations were noted throughout the detached portion of the graft. Beading marks were noted throughout the center of the graft. No functional evaluation was performed due to the nature of the event. Therefore, the investigation is confirmed for the reported beading peeled issue as beading detachment was noted on the graft. A definitive root cause for the reported beading peeled issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.